Manufacturer narrative:
Film evaluation summary: the reported limb compression was confirmed; however, the exact cause of the left limb thrombus could not be determined from the single returned image. Pre-implant CT¿s and images showing the occluded limb were not returned, and films during implant to assess the blood flow dynamics following implant could not be performed. Complete CT¿s at the time of the occlusion event were not provided. The single returned axial CT slice confirmed that the right limb appeared to be relatively circular; however, the left limb was compressed to ~30% of the right limb diameter. Therefore, it is possible that this compressed limb may have led to limb thrombus and/or occlusion. Other possible occlusion contributors (which are currently unknown) include amount of bifurcate & limb/vessel oversizing, lack of assessment of the limb flow lumen along the entire length, location of any overlapping limbs, limb extension into the external iliac artery, and pre-existing vessel thrombus. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad/. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for the endovascular treatment of a 41mm abdominal aortic aneurysm. It was reported that the patient returned for follow up on 3 days post implant and it was noted that the left limb had pushed by the right limb which occluded it. Intervention was performed on 8 days post implant where a non mdt bare metal stent was implanted along with an additional endurant limb. As per the physician the cause of the event is anatomy. The terminal aorta was noted to be slightly narrow at 20mm. No additional clinical sequalae were provided and the patient is fine.